Event description:
Prior to device replacement due to reaching elective replacement indicator (eri) level, interrogation of the device was not possible. The event was resolved by explanting and replacing the device due to normal battery depletion. The patient was in stable condition.

Manufacturer narrative:
The reported event communication could not be confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.